Event description:
Boston scientific crm received info that the right atrial (ra) lead and right ventricular (rv) lead had dislodged resulting in loss of capture. As there was no therapy available, the patient did not feel well and had an intrinsic rate of 32bpm. Both the ra and rv leads were successfully revised. No adverse patient effects have been reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.